Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. Visual inspection revealed no external damage. The device was able to power on using ac power. Unit remained on for 1 hour on ac power, before unit turning off, confirming customer observation. Several loud beeps were heard after the unit powered off. Investigation isolated the issue to the ui board. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported the unit shuts off by itself. It will run on ac and dc power but does not give any error code or message before shutting off. No patient impact or consequences were reported.